Event description:
It was reported that the patient presented in clinic vomiting. It was noted that the right ventricular (rv) lead had perforated the heart. The rv lead was explanted and replaced. The patient was stable throughout the procedure.